Event description:
It was reported that a patient underwent an unspecified ablation procedure with a pentaray nav high-density mapping eco catheter, and during mapping the operator wanted to eliminate the bending of the catheter tip, but the catheter did not return to its original position but remained bent. This was resolved by removing the catheter and exchanging it for a new one with which the procedure was continued without incident. Additional information: the distal area of the catheter was bent. The catheter knob/piston was able to be pushed up and down. Stuck deflection is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received a photograph of the complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-jun-2023, the photo analysis was completed. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the tip of the pentaray catheter was observed semi deflected, the piston was not observed; however according to the information received the catheter did not return to its original position. A manufacturing record evaluation was performed for finished device number 30972964l, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-sep-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an unspecified ablation procedure with a pentaray nav high-density mapping eco catheter, and during mapping the operator wanted to eliminate the bending of the catheter tip, but the catheter did not return to its original position but remained bent. This was resolved by removing the catheter and exchanging it for a new one with which the procedure was continued without incident. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. According to pictures provided by the customer, the tip of the pentaray catheter was observed semi deflected, the piston was not observed; however, during the analysis in the laboratory a deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device number lot 30972964l and no internal actions related to the complaint were found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).